Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sherburne, serial: (B)(6), batch: 7141074.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. Imaging were taken and revealed that the leads had migrated down to l1. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.